Event description:
Device used by consumer for 3 days. During evening after third use, consumer claims to have experienced pain, swelling, brusing in both wrists. Consumer waited 9 days before seeing doctor. Doctor referred her to a specialist. Consumer will not permit ohi to examine suspect device. Consumer will not permit release of doctor record of patient exam.